Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular (rv) pacing impedance began increasing from a baseline of around 450 ohms the week of (B)(6) 2016 to greater than 900 ohms the week of (B)(6) 2016. Concomitant product(s): mcs-p3-3143 transcatheter valve, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited steadily increased impedance and now alerted for out of range impedance above the threshold limit. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that lead measured high impedance and it was capped and replaced.